Event description:
The female pt was enrolled in the study in 2007. It is not known which lesion was treated or which stents were implanted. The lesion was an instent restenosis of a bare metal stent. The pt received six stents in total. Pt was admitted with angina suggestive of ischemia. On four months later, the pt had angina pectoris suggestive of ischemia. Angiogram showed 70% occlusion in the rca, 60% occlusion in the proximal rca, and 70% occlusion in the right pda. No pci was conducted at this time. The event was graded as highly probable to the implanted stents. At the six month follow-up in 2008, the pt had angina pectoris.

Manufacturer narrative:
These devices are distributed outside the united states; however, it is similar to the united states product. The products remain implanted in the pt and are not available for analysis. Add'l info will be submitted within thirty days upon receipt.